Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. The device was chipped out on both front corners of top case also cracked on right plunger case and damaged bottom case seal. Syringe near empty alarm found on error history log review. Syringe delivery test was performed and syringe near empty alarm was found during the infusion. If the "near empty time" is greater than or equal to the infusion time the syringe near empty alarm will sounds as soon as the infusion started - pump operate as intended. Pump operate as intended, no problem found. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Customer's reported problem was not found or confirmed. Device operates within specification. Actions taken: performed preventative maintenance and all functional testing.

Event description:
It was reported that device indicates that syringe is nearly empty although it was not. No patient injury was reported.